Manufacturer narrative:
Na.

Event description:
The customer received questionable low results for multiple assays on two patient samples from the cobas 4000 c 311 analyzer. Of the data provided, only the chol2 cholesterol gen.2 result for one patient sample was discrepant. The initial result was 5 mg/dl and the repeat result was 248 mg/dl. The erroneous result was not reported outside of the laboratory. There was no adverse event. The reagent lot number was 33017901 with an expiration date of 31-dec-2018. The field service representative found the sample probe was stuck in the up position. He adjusted the probe and ran the analyzer with no zero results. He ran a precision check and all results were within specifications.